Event description:
While waiting for frozen section results during a laparoscopic right ovarian cystectomy, a noise from the stryker suction irrigator was noted & staff observed a white plume coming from the trumpet handpiece. The device was secured on the sterile field but not in use. The scrub tech picked up the device and neither button was depressed however the battery was operating and fluid was being pumped to the handpiece. No fluid came out of the distal end onto the operative field. The scrub tech handed the sterile device to the surgeon who removed it from the sterile field.